Event description:
It was reported that during a coronary artery stenting procedure, the 3.0x12mm xience pro stent delivery system (sds) advanced several centimeters on the guide wire. No resistance was met; however, during advancement, the distal shaft separated before the device entered the patients anatomy. Both parts were easily removed from the guide wire without issue. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. The same guide wire remained in the patients anatomy and the procedure was finished with another same device. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.